Event description:
It was reported the patient was admitted to the pediatric department due to encephalitis. Due to poor vascular conditions and difficulty in puncture, on (B)(4), he planned to insert a pqc catheter under ultrasound guidance through the right important vein. After opening the catheter package, it was found that the catheter had no support guide. Wire. Contact the dealer to complain and use a new set of catheters for smooth insertion.

Manufacturer narrative:
H11: section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a missing component is inconclusive due to poor sample condition. One photo sample of a 4 fr perqcath catheter was provided for evaluation. The catheter is shown outside of its packaging on a blue drape. A securement dressing pad and microintroducer needle are visible near the catheter. The t-lock assembly is attached to the catheter; however, the stylet is not visible extending out of the yellow septum. The catheter is shown outside of its sealed packaging and the original condition of the kit components prior to opening could not be determined; therefore, the complaint could not be confirmed from the image provided and remains inconclusive at this time. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr1794 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was admitted to the pediatric ICU due to encephalitis. Due to poor vascular conditions and difficulty in puncture, a pqc catheter was planned to be inserted through the right basilic vein with the guidance of ultrasound with seldinger technique on november 24th. The catheter was inserted for 35 cm and 3 cm outside the body. The puncture was successful after one attempt and the catheterization process went smoothly. The catheter was found to be prolapsed on february 1, and the catheter body was broken at 0.5cm outside the 0 mark. The catheter was removed immediately. The dealer and the manufacturer were not contacted at that time. The dealer was informed when visited on march 17.